Manufacturer narrative:
Reporting institution phone number- (B)(6). Reporter phone number- (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that a "check vent" alarm occurred while the device was in use on a patient, and at that time, "alarm reset" did not respond. Ventilation was functioning properly, and no patient harm occurred. Also, the device was replaced with another v60, but no further medical intervention or delay in therapy was reported. The manufacturer's product support engineer (pse) evaluated the device and performed a test run, but the reported issue was not duplicated. The pse examined the event log and confirmed diagnostic codes 1101 (check vent: ventilator restarted due to anomalies detected during operation) and 3007--because diagnostic code 1101 occurred in conjunction with diagnostic code 3007 (software exception), no action is required. Although the errors do not need to be addressed, the pse reinstalled the software just in case. Additionally, the oxygen inlet filter, air inlet filter, cooling fan filter, blower assembly, lithium-ion battery, cooling fan, and tubing kit were replaced for periodic maintenance. The pse then checked the device overall, cleaned the device, ran tests, and tested functionality.